Event description:
Clinical trial patient contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient reported initial cgm values of 79mg/dl and bg meter values of 103mg/dl. Clinical trial patient stated that after calibrating the device, the cgm values were 99mg/dl and bg meter values were 104mg/dl. Clinical trial patient used multiple bg meters against user guide recommendations. At the time of contact, clinical trial patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).